Manufacturer narrative:
(B)(6). Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to the bottom tube molding as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for a gate stub with the incident lot was not observed as all samples met the required specifications.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with sharp molding defect. There was no report of injury or medical intervention.